Event description:
It was reported that during a carotid artery stenting procedure, the stent dislodged in the lesion. The 99% stenosed lesion was located in the severely tortuous left carotid artery. The lesion was 7mm long and the vessel diameter was 7mm. Vascular access was obtained in the common femoral. The physician advanced the 8mm x 21 mm carotid wallstent monorail towards the lesion and encountered "a great deal" of resistance. As the physician attempted to cross the lesion with the wallstent, the undeployed wallstent became "stuck" in the lesion. The physician used excessive force in an attempt to remove the stent delivery system, however, the stent dislodged in the lesion. The remainder of the stent delivery system was removed. The physician performed an endarterectomy to remove the dislodged stent and decided to complete the procedure without stenting. It is unk if any additional pt complications were noted and the pt's status is unk.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.